Manufacturer narrative:
The cobas e411 rack serial number was (B)(6). The field service engineer found a crack on a part of the sample probe. The sample probe was replaced. He performed service cleaning, photomultiplier voltage (pmt) checks, and blankcell. Calibration and qc were performed and were acceptable. The investigation could not determine a specific root cause but found the found the service actions resolved the issue. A preanalytic issue could not be ruled out as the customer used a too-short clotting time of 15 minutes instead of 30 minutes. A general reagent problem was not present, as the qc before the event was within ranges.

Event description:
There was an allegation of a questionable hcg+beta elecsys result from the cobas e411 rack analyzer. The sample was initially tested on an e601 system with result >1000 miu/ml with a data flag. The sample was repeated a 1:100 dilution and the result was 14872 miu/ml. With a new 1:100 dilution, the result was 15151 miu/ml. On the same day, they tested the sample again using the cobas e411 system with a 1:100 dilution and the result was 111 miu/ml with a data flag. The correct deemed result was 15151 miu/ml.